Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: hematoma: unable to observe since it is not related to the device. Rupture: not observed. Additional observations: void is observed. Deformation is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported right side rupture. Device has been explanted and replaced.

Event description:
Physician reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.